Event description:
Have been using CPAP (continuous positive airway pressure) mask wipes I received from amazon through united health care otc (over the counter) in (B)(6) 2024. I noticed a black spot on one of the wipes. I opened the container and there are black spots throughout. I opened a brand-new container, and it has a lot of black spots on the wipes that look like mold. I've been using them for months and am concerned what the black is. I tried to get help through united health care product support but was disconnected on the phone from their product support. Someone needs to know. These are manufactured in mexico. Clean CPAP mask.